Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the registered nurse (rn) phoned the hotline because there were no audible tones with alarms. Patient had an intra-aortic balloon (iab) inserted for the last 5 days and is currently in or for surgery. Pump is pumping fine. Patient has just had a ventricular assist device (vad) inserted and they have pump on a 1:4 assist. They noted today that they were not getting any audible tones with alarms; this began just prior to surgery. Pump was off during bypass and when they powered the pump back on, they still did not get audible alarms. There is no message on the screen that alarms are off and alarms' on/off button shows that alarms are on. Clinical support specialist (ccs) asked rn to press alarms' on/off key and check to see if any of the off minutes are highlighted. Rn stated "none of them are". Css advised rn to switch pump out for another pump. Pump will be reported to biomed and css will contact field service.